Event description:
An 8mm diameter x 60mm length bridge assurant iliac stent was implanted in a pt in an unk location. Vessel morphology was reported to be severely calcified with moderate tortuosity. It was reported that the physician was using the kissing balloon technique and that after the stent was deployed the balloon failed to deflate. The physician pulled negative pressure a number of times and was able to deflate the balloon enough to remove the balloon without incident. The pt is reported to be fine and no additional clinical sequelae were reported.